Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The service engineer (se) inspected the device and replaced the battery, breath delivery (bd) power cable controller backplane printed circuit board (pcb), bd power controller pcb and the exhalation valve module and flow sensor and all tests passed.

Manufacturer narrative:
(B)(4). The customer reported to have resolved the issue by unplugging the alternate current (ac) power cord and turning the device on again. The customer inspected the device and reported could not duplicate the reported issue again.

Event description:
It was reported that, prior to patient use, a 980 ventilator generated a diagnostic message that rendered it into an inoperable state. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
A breath delivery (bd) power distribution printed circuit board (pcb), bd power controller printed circuit assembly (pca), bd power cable/backplane, exhalation valve flow sensor (evq), exhalation valve module (evm) and a battery were returned to covidien/medtronic¿s product analysis. A visual inspection of the returned components was performed, no notable conditions were found. The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that the battery root cause was due to a damaged power surge; however the source could not be determined. No fault was found on the bd pcb, bd pca, bd power cable/ backplane, evq and evm. If information is provided in the future, a supplemental report will be issued.